Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The brake pedal was adjusted and the image processor board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the back wheels on the workstation were locked and that there was no image on the 8800 system. No pt injury was reported.